Manufacturer narrative:
Initial and final MDR 1958501 - MDR 3003442380- 2024 - 23732 - device 1 of 6.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that on (B)(6) 2024 six infusion set were kinked, and patient faces symptoms within 3 hours of insertion. The site of insertion is abdomen and infusion set is long for few hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.